Event description:
The user facility reported that the sonic lift on the reliance vision single chamber got stuck with a manifold rack in the chamber. The employee attempted to free the lift with her hand and it caught her right hand between the manifold rack and chamber. She went to the emergency room where she received x-rays and a CT scan. The user facility reported the employee is fine with no sustaining injuries.

Event description:
The user facility reported that the sonic lift on the reliance vision multi-chamber got stuck with a manifold rack in the chamber.

Manufacturer narrative:
A steris service technician went onsite and was unable to duplicate the reported event. The technician fully inspected the washer and lift and found them to be operating properly; no issues noted. The technician stated that improper loading would have caused the obstruction in the reported event. The operator manual states (pp.4-2), "always use a hold-down screen to secure small or light items that would tend to float in sonic chamber tank." The equipment has remained in service and no further issues have been reported. The reliance vision single chamber is under steris service contract and was last serviced on (B)(4) 2012. Steris will conduct in-service training on (B)(4) 2012, on the proper operation and loading of the reliance vision single chamber.